Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The particulate matter was further specified as a small blue piece of plastic floating in the bag. This was noted before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a blue particulate floating in the compounded bag. The reported condition was verified. By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.